Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a ventricular tachycardia (vt) ablation, while putting in the catheters via fluoroscopy it was noticed that the superior tip of the electrode was missing. It was believed that it had been cut off inadvertently during a sternotomy one year ago. Boston scientific technical services (ts) was consulted and discussed the concern for post shock pacing that uses alternate sense vector, which was currently programmed. Ts suggested reprogramming to primary sense vector to avoid the superior tip electrode. Since a shock had been delivered and showed normal function, the physician decided to address this in the future. The electrode remains in service and programmed as previous. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.